Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 397 mg/dl, 142 mg/dl and 406 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reported readings within a 10 minute time-frame found in the meter's memory were 397 mg/dl and 406 mg/dl.